Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir compartment had moisture damage due to insulin. Customer stated they are unsure how the device got exposed to the insulin. Customer's blood glucose was 168mg/dl. During troubleshooting the insulin pump passed self-test. The leak was located around the o-rings. Customer agreed on returning the device for analysis. Customer will also call back if the same issue re-occurs with the same device. Customer stated she believes that piston may not be moving correctly and that this may be causing the reservoir to leak. Customer stated the device passed the displacement test.